Event description:
It was reported that, during tka procedure, while inside the journey ii cr lkg fem imp bumper right broke upon impaction. No harm to patient or staff. All pieces recovered. The procedure was completed with an smith& nephew backup device. Surgery was delayed less than 30 min.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed the jrny ii cr lkg fem imp bumper rt is cracked. The device shows significant signs of wear/usage. A medical investigation was conducted and confirms this case reports the femoral impactor bumper broke during impaction. Per complaint details, all pieces were recovered. There was no patient harm reported, and the procedure was completed with minimal delay, using a backup device. No further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.